Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system lead exhibited high out of range pacing impedance measurements greater than 3000 ohms due to a suspected right ventricular (rv) lead fracture. In addition, two sam events due to noise oversensing were identified that disabled the minute ventilation (mv) feature. It was stated that further clinical evaluation would be performed. Subsequently, technical services (ts) recommended programming enhancements. This rv lead remains in service. No adverse patient effects were reported.